Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 386 mg/dl this morning. She inspected the infusion set connection and it was not connected properly; she treated via insulin pump therapy but her blood glucose had increased to 419 mg/dl by the time of call. Troubleshooting was initiated and the drive support cap appeared normal. A 5.0 test was performed and the customer watched insulin exit her tubing. Further troubleshooting was declined. No products were returned or replaced.